Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a faulty display was confirmed during product evaluation. This condition was caused by a faulty main display. It is unknown if this device was repaired. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with a faulty liquid crystal display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event.this involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.